Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged and replaced as well as the shoulder bolts, cap nuts, carrier guide, screws, washer, and ratchet assembly lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was returned only for annual preventative maintenance. At product evaluation investigation the device was found to have a damaged comb. No adverse events were reported as a result of this malfunction.